Manufacturer narrative:
Model number/catalog number:sc-8116-70,serial number: (B)(4),batch/lot number:150261,model/catalog description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was getting insufficient therapy. The patient underwent an explant procedure. No further information could be obtained.